Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that three weeks following bilateral lasik surgery, the patient presented with dryness in both eyes. The patient reported experiencing fluctuating vision due to the dryness and the artificial tears were not resolving the symptoms. The patient was treated with eye medications to alleviate the inflammation associated with the dryness. Per the optometrist, at the patient's most recent visit, significant symptom improvement was noted. The patient will continue to be monitored closely and the dryness does not interfere with daily activities. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively (B)(4).